Manufacturer narrative:
One patient sample was investigated and recovered elevated troponin t and troponin I results, ck-mb results were within the normal range. The troponin t result was consistent with the customer's result. The troponin t results are considered to be correct and might have been caused by cardiac involvement. It is known that troponin t can be elevated in renal disease patients. The elevated troponin t result should be reliable. The patient was only treated medically and was not moved to a cardiac unit.

Event description:
It was reported that the 6800 system had mixed up images in the image directory. No pt injury was reported.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the monopolar curved scissors instrument came apart and a piece fell into the pt. The piece was retrieved and the planned surgical procedure was successfully completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Additional information regarding the patient was received: two samples were tested within 24 hours, both giving high troponin t results (approximately 15 ng/ml). Upon receipt of the troponin t results, the patient was only treated medically, she was not moved to a cardiac unit. Additional troponin t results were provided for this patient as follows: (B) (6) 2010: 0.77, (B) (6) 2010: 14.4, (B) (6) 2010: 24.49, (B) (6) 2010: 23.25. The patient is currently in the hospital with a diagnosis of impaired renal function, provisional diagnosis of kappa light chain amyloidosis. Relevant tests inlcude a urea result of 20.1, a creatinine result of 126, and an elevated crp.

Event description:
Customer received troponin t results of 13-16 ng/ml for one patient which the customer had not expected. Troponin t result of 15.3 ng/ml was the only specific troponin t result provided for this patient. The customer also provided a >2 result (no units of measure given), tested on either a cardiac reader or cobas h232 analyzer. Troponin t reagent lot was 155917. No adverse events were reported.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.